Event description:
It was reported that the patient was unable to turn on stimulation. It was also noted that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.